Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was doing his normal activities, the infusion set's tubing detached frequently from the tubing connector. The patient got ten pieces of infusion sets that were affected already. No further information available.